Event description:
The customer contact reported for the facility, heritage valley hospital- sewickley, pa: spinal surgery was performed sometime in august, and pattie counts were completed at the time of surgery. All surgical patties were accounted for. Approximately two days later, the patient went in for routine post-op visit and an unknown foreign body was detected. Patient was taken back into surgery and the doctor removed a black marker string. No complications reported; patient is fine.

Manufacturer narrative:
The lot information was not known, and the product sample was not returned for evaluation. Since the foreign material was not returned, we were unable to confirm the material was a surgical patty fragment. Investigation continued under the assumption that it was a device fragment. The quality engineer reviewed most recent lots purchased by this account, and was able to trace them all the way back to the string lots used. There are no issues with the testing or the x-ray material itself, and did not find any issues with the x-ray incoming material. The root cause is inconclusive. This report shall not be construed as an admission by medtronic xomed that the product(s) herein are or were defective or dangerous in any respect or that any casual relationship exists between these products and any actual or potential injury. In addition, the submission of a report by medtronic xomed shall not be construed as an admission that a reportable event has, in fact, occurred.